Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d274drg implantable cardioverter defibrillator, (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient¿s family member that the patient received multiple inappropriate shocks from the right ventricular (rv) lead due to either a lead problem or t-wave oversensing. The patient was provided a magnet for at home. The rv lead is still in use. No further patient complications have been reported as a result of this event.